Event description:
It was reported via repair work order that the patient left side rail was not latching up due to a broken spindle spacer in latching spindle`s pivot block and a broken top rail at the spindle mounting flange. No exposed sharp edge were reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.